Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: the monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags (attached) consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. The distributor functionality testing confirmed that the device was fully functional. The monitor pulse delivery and ECG acquisition circuitry was fully functional. Electrode belt sn (B)(4) was returned to zoll for investigation. The electrode belt ECG acquisition and pulse delivery circuitry was found to be fully functional. There is no indication of an electrode belt malfunction contributing to the inappropriate treatment. One gel blister (#5) did not deploy on the rear-2 wire te. The impedance (78/71/71 ohms) of the treatments were within the normal operating range. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shocks was improper response button use (patient error). The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was motion artifact. The source of the motion artifact could not be positively identified through cause and effect analysis. The following could not be ruled out as contributing factors: body motion, poor ECG contact with skin. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of three shocks. The patient was conscious and lying in bed in a hospital room at the time of the event. Motion artifact contributed to the false detection. The response buttons were pressed intermittently during the event but not during the treatment sequence that resulted in the defibrillation shock. The patient remained hospitalized and ended use of the lifevest.